Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during lobectomy wherein the surgeon was originally using a competitor's device but it didn't worked as expected so it was replaced by a new handle and a reload. Upon firing, a cracking sound was heard and the handle became idle. The firing was stopped halfway. After that incident, plastic pieces of cream color were found from interspace of the green firing button, which were retrieved. There was no patient injury.